Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. (B)(4).

Event description:
It was reported that a patient (B)(6) years old, male, underwent a redo pulmonary vein isolation (pvi) procedure with a navigational cable, and the case was rescheduled. Cart 1 and 3 remained red on the back of the piu. Also the ECG and the intracardiac signals had noise. All the cables were checked by the technical medical department of the hospital and it was concluded that the cable of the smarttouch to the piu caused a short circuit. The patient had had a transseptal puncture and punctures in the groin. The procedure was aborted and the patient was not treated. The patient was under general anesthesia for about two hours. The patient required extended hospitalization until procedure is rescheduled. The physician considered cancelling the procedure caused a potential risk to this patient due to the transseptal puncture and the anesthesia. There was no patient consequence.